Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 44 mg/dl. The customer treated with g carbohydrates. Customer indicated that their blood glucose value was 64 mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that the pump motor makes a very loud noise. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or motor noise noted. Device received with cracked case at display window corners, cracked battery tube threads, missing end cap sticker and minor scratches on lcd window.